Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor stim. It was reported that the patient was feeling shocking pain going down her right leg and back, which was the same side as her implant. The patient said that this started this morning and it was the pain that woke her up. When asked, the patient said that she hasn't had any falls or trauma; however, did say that last week, she started physical therapy exercises for her back, which included bending and stretching exercises. The patient also said that she used a heating pad last night. The patient had turned stimulation off; however, the shocking pain had not subsided. Patient services reviewed basic functionality so that the patient could confirm that stim was of, and the patient stated that the lightning bolt was gone from the therapy status page. Patient services reviewed therapy information with the patient. The patient had not yet called their healthcare provider, but said that she has an appointment next week. Patient services directed the patient to call both managing hcp for the implant and their physical therapist. No further complications were reported.